Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. Additionally, signs of corrosion were found on the grip input disk bearings exhibited orange discoloration.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and the teeth were not grabbing sufficiently. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and noting was observed out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The type of clips used were the green hem-o-lok clips. The issue was resolved with a backup clip applier instrument.